Event description:
The reporter indicated that on (B)(6) 2023 a 12.6mm, vticm5_12.6, -10.00/2.0/091 (sphere/cylinder/axis), implantable collamer lens tore/broke during injection/delivery into the eye right eye (od). The lens was implanted and removed intraoperatively with no patient injury. On (B)(6) 2023 a replacement lens was implanted and the problem resolved. The reporter states the cause of this event is due to the device.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).